Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, it was noticed that the t6 screwdriver head does not fit into screw head. It is unknown how the procedure was completed. It is unknown if there was surgical delay reported. Patient outcome was unknown. This complaint involves two(2) devices. This report is for (1) unk - screws: cannulated headless. This is report 1 of 1 for (B)(4).